Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The res replaced the power supply to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008t machine that gave off a burning smell during a patient treatment on (B)(6) 2018. A fresenius res (regional equipment specialist) technician was called onsite by a user facility to repair the machine. The res found that the power plug on the power supply was black. The res replaced the power supply to resolve the reported issue. Machine functional tests were completed and passed on site after the repair. The patient on the machine at the time of the event was moved to a new machine and completed their treatment without any adverse effects, blood loss, or require any medical intervention as a result of this incident. The machine has been returned to service.